Manufacturer narrative:
Device was used for treatment, not diagnosis. The date on which the post-operative breakage of the plate occurred is unknown, therefore, the date of event is unknown. Failure of implant and subsequent revision surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a broken mandible plate, part 449.036, was removed today. The part is not available for return. The original surgery was (B)(6) 2014. 3 screws were removed with plate but not broken. No part numbers to report. Post operatively, plate was slightly exposed through the gum and x-ray taken . No delay in surgery. This report is 1 of 1 for (B)(4).